Manufacturer narrative:
The insulin pump powered up properly and no blank display was noted. The insulin pump had normal operating currents and no damage was noted on the isolation tape. The insulin pump was received with a cracked reservoir tube lip, broken battery tube threads, a cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.

Event description:
The customer's spouse reported that the insulin pump occasionally had a blank display. The customer would check his blood glucose and the screen would be blank. Every other day he changed the insulin pump's battery. The insulin pump was damaged around the battery cap and on the reservoir lip. A piece on the casing was missing near the battery cap. The insulin pump was dropped on the floor. Customer's blood glucose level was 274 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.